Event description:
It was further reported that the patient had left the clinic and the device was checked four days later and found to be normal. Therefore it was likely that the programmer incurred an error when interrogating the ICD and needed to be rebooted.

Event description:
It was reported that patient presented to the clinic upon hearing an alert. The in-office interrogation of the implantable cardioverter defibrillator (ICD) was incomplete. When interrogated the programmer screen went blank, testing was not able to be performed, and parameters were not available. Only the battery and lead measurements report was able to be printed. There was no documentation of the manual threshold test. Battery voltage indicated the device was at elective replacement indicator (eri) but the date was not available. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).